Event description:
The pt received his ipg on (B) (6) 2009. It was reported on (B) (6) 2009 that the pt had recently stopped receiving stimulation. An x-ray taken of the ipg and leads confirmed that they appeared intact. The pt had fallen on ice several weeks prior, however, his system was checked the next day and all readings were within spec and there was no problem with his system. The physician explanted the pt's ipg on (B) (6) 2009 and replaced it with the same model ipg. Follow-up on the pt found that was successfully receiving stimulation.

Manufacturer narrative:
"Malfunction" is interpreted as a compromise of the device's therapeutic effectiveness (loss of pain relief) which contributed to a significant device adverse event resulting in a surgical procedure to remove the device. Eval results - the device history and sterilization records reviewed were found to meet specs and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. This MDR is being submitted past the 30 day reporting requirement as part of a retrospective review initiated in response to an FDA inspection. A retrospective review of the complaint record determined that ans misinterpreted the MDR regulations in this instance. Ans has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.